Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located in the pt's common iliac artery. While attempting to inflate the balloon catheter, it was reported that the balloon burst at 7 atmospheres of pressure. At the time the balloon ruptured, the sds was partially pulled back from the target lesion site which resulted in the stent being deployed proximal to the intended target lesion. Subsequently, another sds was utilized to successfully place a stent at the target lesion site. There were no add'l complications reported relative to this event.